Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two unformed clips were fed. The remaining clips were conforming according to our manufacturing specifications. In order to evaluate the condition of the device's internal components, the device was disassembled and the ratchet pawl was found to be worn out thus; leading the antibackup failure. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. In addition, the device locked out as intended, but the orange indicator was not completely visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the third firing of the device, the clips would not advance. Another device was used to complete the procedure. There was no adverse consequence to the patient.